Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted a hole in the ra port seal plug. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient presented to their cardiologist complaining of diaphragmatic stimulation. Upon review loss of capture (loc) was observed on both the right atrial (ra) and right ventricular (rv) leads. The ra lead was found to have dislodged and exhibited high out-of-range pace impedance measurements; the rv lead was reported to be 'pointing up'. A revision procedure was performed at which time the ra lead was tested via pacing system analyzer (psa) and normal impedance measurements observed but upon connecting to the rv port of the device exhibited out-of-range measurements once more. The physician elected to explant and replace the patient's system with competitor product. No additional adverse patient effects were reported.